Manufacturer narrative:
Block b3 (date of event): date of the event was approximated to (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in a procedure. The procedure date is unknown. During the procedure, the shrink sleeve detached. No further information has been obtained regarding the procedure outcome despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in a procedure. The procedure date is unknown. During the procedure, the shrink sleeve detached. No further information has been obtained regarding the procedure outcome despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of the event was approximated to (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code (B)(6) captures the reportable event of shrink sleeve detached. Block h10: the returned sensor wire was analyzed. During visual and microscope inspection, it was found that the ptfe peeled at the middle section, and the sleeve detached. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to interaction with the scope or other devices used in the same procedure. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device could have induced the problem observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.